Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump is recording boluses that he did not deliver. The customer stated that the insulin pump is showing a bolus of 22.5 units been taking at 1:30 am for a food correction of 135 carbohydrates. The customer denied taking and stated that he went to bed at 10:00pm. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.